Event description:
Initial result for a patient troponin t was 0.01. A second sample from the same patient gave a result of 1.38. The original sample was retested and the result was 0.01. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.